Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find any event related to the complaint. The pump did not power on with the returned battery cap. The reported no power issue was duplicated. Moisture/contamination was evident on the underside of the battery cap. Battery compartment was found to have cracked below the grip pad. Using a test battery cap, the pump powered up with auditory and vibratory features. All the buttons responded properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Pump casing was opened and no evidence of moisture intrusion was found inside the pump. Unrelated to the power issue, the display was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the pump had lost power and there was no evidence of moisture corrosion in the pump. It was reported that the battery compartment or cap were undamaged and the cap was able to secure properly on to the pump. The reporter stated that the issue was not resolved with a new battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.